Manufacturer narrative:
The device was manufactured from february 15, 2017 - march 01, 2017. H10: the actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed by locking and unlocking the luer lock with no issues noted. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of interlink system 3-port manifolds disconnected. The event was further reported as during a procedure the "tubing was connected to extension set and disconnected despite tightening both ends upon connecting to the patient". The disconnection was observed "on the connection between the manifold and the patient's side". The tubing fell to the floor. The patient was receiving an infusion of unspecified fluids and medications due to patient receiving spinal/epidural. The tubing was changed, and the procedure was completed without further incidents. There was no patient injury or medical intervention associated with this event. No additional information is available.